Event description:
On (B)(6) 2015, the patient underwent endovascular repair of a pre-existing ruptured abdominal aortic aneurysm with (unk/unk). It was reported there was no issues with the devices. The physician elected not to cover the left internal iliac artery. Final angiography showed no endoleaks and exclusion of the aneurysm. The patient tolerated the procedure. On (B)(6) 2015, the patient underwent an emergent procedure to treat a ruptured left common iliac artery. It was reported retrograde flow from the left internal iliac caused the rupture. The left internal iliac artery was reportedly coil embolized and intentionally covered with two additional devices. It was reported the bleeding was stopped and the patient tolerated the procedure.

Manufacturer narrative:
.

Manufacturer narrative:
Added patient's weight. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional devices implanted and involved: plc271400/13216128, plc231000/13432053, and rlt281412/13449180.